Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station was not communicating. A technical support specialist confirmed it was an it issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was not communicating. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.